Event description:
It was reported that when using the bd pyxis¿ es server, had purge failing due to missing outbound message with multiple station bloated. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist completed the task by performing a full sync and a database shrink. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, had purge failing due to missing outbound message with multiple station bloated. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.